Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, removed the cartridge, inspected the o-ring, cleaned the pneumatic tap area, and successfully reattached the cartridge. This allowed them to complete the load process and resume insulin delivery.